Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after having had bilateral intraocular lenses (iol) implanted, he has to use readers for near vision, he feels nauseated at times, and his vision is "off" making him unable to focus. He had a yag laser capsulotomy in his left eye and may need one in his right eye. He indicated that his distance vision is 20/15, but the near vision is never crisp. He uses a prescription dry eye treatment in both eyes as well. The lenses remain implanted. Additional information was requested. There are two medical device reports associated with this consumer. This report is for his right eye.